Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that high capture right ventricular (rv) lead thresholds were seen in the bipolar configuration and myopotential oversensing was seen in the unipolar setting. It was also noted that this issue could possibly be related to the device header connection issue, but this was not confirmed. The doctor was planning to perform a lead revision and put the left bundle branch lead in the rv port and the rv lead in the left ventricular port due to concern of oversensing. This would be off label use and the header will not give magnetic resonance imaging (MRI) labeling. Additional information noted that a revision took place. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) and the lead was implanted and plugged into the left ventricular port. No additional adverse patient effects were reported.

Event description:
It was reported that high capture right ventricular (rv) lead thresholds were seen in the bipolar configuration and myopotential oversensing was seen in the unipolar setting. It was also noted that this issue could possibly be related to the device header connection issue, but this was not confirmed. The doctor was planning to perform a lead revision and put the left bundle branch lead in the rv port and the rv lead in the left ventricular port due to concern of oversensing. This would be off label use and the header will not give magnetic resonance imaging (MRI) labeling. Additional information noted that a revision took place. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) and the lead was implanted and plugged into the left ventricular port. No additional adverse patient effects were reported.